Event description:
It was reported that the programmer had a loose electrocardiogram (ECG) port which resulted in a very noisy "sawtooth" ECG display. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the electrocardiogram connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated. (B)(4).